Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The pharmacist reported that when the unknown alaris secondary set was spiked into the 500ml empty intravia bag, the spike is extremely difficult to remove and the ports have been ripped off the bag when attempting to remove the set. There was no adverse reaction or patient injury from the incident. The pharmacy uses the bags to fill with chemotherapy drugs. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.